Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported the customer had been experiencing elevated blood glucose (bg) levels of 230-350 mg/dl for 3 to 4 weeks. The customer addressed the high bg's with a bolus of insulin via the pump. The customer has been working with the health care professional on making settings adjustments. Customer recently contacted their health care professional who advised new basal settings changed from .5 to .55 and insulin to carb ratio to 1u per 12 grams of carbohydrates.